Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to 417 (mg/dl) and ketones determined to be dangerous for 2 days. Reportedly, customer administered syringe boluses to treat their elevated bg levels, and later reverted to a non tandem insulin delivery device until (B)(6) 2016. On (B)(6) 2016, customer reinstated use of the tandem pump, and again experienced elevated bg levels. Customer reverted to a non tandem insulin delivery device again. Reportedly, contact stated that the customer has not received training for their tandem pump. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to receive training and discuss diabetes management.